Event description:
Distal tip of the device was reported to have broken off during use. Problem experienced resulted in the surgeon locating and removing the broken fragment. Piece was removed with no injury to the pt. Smith & nephew is taking a conservative stand and filling a 3500a MDR.